Event description:
It was reported the customer's insulin pump was malfunctioning. The customer stated their insulin pump recommended 9.9 units of insulin for treatment when it should not have. The customer's blood glucose was 257 mg/dl at the time of the call. Customer stated they were treating with food and glucose tablets. Customer was advised of the scroll wrap feature on their insulin pump. The customer was advised the 9.5 units was recommended from accidental button pressing on their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.